Event description:
Dsp incorporated. Www.diamondsurgicalproducts.com. This company sells surgical eye instrumentation with any ifus. I've requested cleaning and sterilization instructions and there were none available. This is what is provided on their website: pre-sterilization: your dsp diamond knife should be cleaned with the blade in the extended position (in the extended position care must be taken not to touch the blade to any hard surface) by holding it 6-12 inches below the nozzle on a steam cleaner. Compressed or hot air (hairdryer) should be used to dry the diamond knife. Sterilization: sterilizing may be performed by steam autoclaving (not to exceed 275 degrees fahrenheit) or gas. A convenient sterilizing tray has been provided with your knife. Make sure the blade is retracted before placing it into the tray. Consult your institution's guidelines for sterilization parameters.